Manufacturer narrative:
Record was discovered during the review of assigned task for submitting. The record required maintenance for submission. After the maintenance was performed, the record was not then submitted as expected.

Event description:
Implant failed to osseointegrate.